Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient left eye in a secondary procedure. The patient reported of distance visual acuity and near visual acuity was very blurry. Visual acuity was unbalanced with va of 20/25 in left eye. The lens was replaced with a dib00 lens and the patient feels good with the replaced lens. There was no patient injury and there was no medical/surgical intervention required. The patient had fully recovered. No other information is available.